Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the impedances of electrodes 0, 1, 4, 6, and 7 were invalid (greater than 40,000 ohms). The patient had a surgery at a different hospital and monopolar diathermy might have been used during this surgery, but this was unknown. No other cause of the issue could be found. The lead was replaced and the issue was resolved. Additional information received from a manufacturer representative. The representative clarified that the surgery at the different hospital was not related to the patient's device/therapy. It had not been confirmed whether monopolar diathermy was utilized in the surgery or not.

Manufacturer narrative:
Continuation of d10: product ID 977a260, explanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. G2: the country of origin is the netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9 and h3 apply to the lead. H3 device evaluation: analysis of the returned lead found that the device had a reliability non-conformance due to conductor wires 0, 1, 4, 6, and 7 being broken in the body of the lead 11.3cm from the distal end. The outer insulation was intact and there was a two wing anchor from 14.2 to 16.8cm from the distal end. Analysis found that the continuity of circuits 2, 3, and 5 was acceptable; whereas, circuits 0, 1, 4, 6, and 7 were open circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.